Event description:
It was reported that a screw on the back of the device came off during a case. The screw was found moments after detaching on an x-ray. A screw becoming loose and detaching during a surgery could lead to an infection risk. There were no known adverse consequences to the patient, or clinically significant delays associated with the reported event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that a screw on the back of the device came off during a case. The screw was found moments after detaching on an x-ray. A screw becoming loose and detaching during a surgery could lead to an infection risk. There were no known adverse consequences to the patient, or clinically significant delays associated with the reported event.